Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. All operating currents are within specification. The test reservoir does not lock properly inside the reservoir tube. The unit was received with cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that a piece of the reservoir compartment fell off of the insulin pump and the reservoir will no longer lock into place. That patient's blood glucose at the time of incident was 88 mg/dl. Troubleshooting was initiated and the customer was unable to verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.